Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of fpga reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a secondary condition of fpga reset/reprogram failure that has no relationship to the reported condition. The root cause of the observed condition was determined to be a result of a manufacturing activity. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization motor test is performed. If motors test fails, it results in power pack error as per srs 012. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the handle was checked a day before, it indicated that there was approximately 270 lives left. After the handle was removed from the charger, the handle showed 0 lives. A new device was used to complete the case. No patient involvement.